Manufacturer narrative:
Visual inspection of the device confirms that it has fractured into two pieces and that all of the fragments have been returned. The central post has fracture off cleanly from the device. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the provisional construct for all persona users on file at the time of the field notice. This device was manufactured before the design modification and was part of the re-design scope. Based upon the information provided, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was found to be fractured after the surgery was complete. All pieces of the provisional were recovered.